Event description:
Additional information received indicates that the ra lead revision procedure was successfully carried out to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post-implant follow-up, high capture threshold resulting in loss of capture was noted on the right atrial (ra) lead. Ra lead dislodgement is suspected as the cause. Ra lead revision procedure is anticipated. The patient was stable and will continue to be monitored.